Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient / lay user contacted lifescan (lfs) on 11/4/05 alleging that the meter was set to the incorrect unit of measurement (uom). The patient was at her regular physician's appointment and the physician tested her blood glucose on his meter and received a reading "over 300." There is no information on what the patient's blood glucose reading was on the patient's device. The physician increased the patient's insulin regimen. The meter was previously set to the correct unit of measurement (uom). The patient does not recently recall changing the uom. Customer care agent (cca) sent the patient a replacement meter and a vial of control solution.